Event description:
The customer reported receiving a 2nd degree burn from the controller of the heating pad. She was sleeping with the controller on her skin at the time of the incident. This type of use is contrary to proper use instruction.